Manufacturer narrative:
There is no additional information is available for this event yet. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was not confirmed. The device was burned in over two hours with test video processor and multiple test scopes. Video image and focus function found to be working normally. Scope socket in normal condition. The user complaint could not be duplicated. However, damaged screws and threading in the chassis was found. Olympus lamp had over 500 hours with light output out of specifications. Device was equipped with new type switch.

Event description:
As reported for this event, during an unknown diagnostic procedure two error messages, e204 for focus function error and scope communication error, were observed for the device. There was no reported adverse impact to the patient.

Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.